Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle freedom lite meter were reviewed and the dhrs showed the freestyle freedom lite meter passed all tests prior to release. The dhrs (device history review) for the freestyle test strips were reviewed and the dhrs showed the freestyle test strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc blood glucose meter. Customer experienced feeling light-headed and was unable to communicate and attempted to test. However, test attempt was unsuccessful due to an ER-3 message appearing on the meter display. The customer reported that "after 5 tries", she eventually was able to obtain a result of 30 mg/dl. Customer self-treated with orange juice but reported "it didn't work" so healthcare contact was made and she was provided unspecified oral medication for hypoglycemia. There was no report of death or permanent impairment associated with this event.